Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. On follow-up, it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator, and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 37 months without any record of factory service.

Event description:
Repair request initiated and escalated to complaint for the device with report that the foot detached. No patient impact reported. On follow-up, it was noted that the foot broke off during a procedure, and it was confirmed that there was no patient impact.